Event description:
It was reported that half of the pump touch screen was black. There was no adverse impact to customer¿s blood glucose level. The customer will continue to use the current pump for insulin therapy.